Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013; product ID 7278, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported at interrogation, it was noticed there were high thresholds on the ra (right atrial) lead. It was noted the device had not been interrogated since 2007. The ra lead was capped. No patient complications were reported as a result of this event.